Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were incorrect on the pump display; no additional details regarding how the time and date were incorrect were provided. There was no known impact to the customer's blood glucose (bg) level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.